Event description:
It was reported that bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore was cracked. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019 the nurse found that the q-syte was cracked during the operation, stopped using it immediately, and informed the purchasing manager of consumables, which did not affect the patient.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore was cracked. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, the nurse found that the q-syte was cracked during the operation, stopped using it immediately, and informed the purchasing manager of consumables, which did not affect the patient.